Manufacturer narrative:
This investigation is currently ongoing. Add'l info will be provided in a follow-up report.

Event description:
According to the report, the allograft was damaged while in the frozen state. The sample was returned to cryolife, inc. And was observed to be transected proximal to the bifurcation. There were two cracks in the muscle band.